Event description:
A customer contacted beckman coulter inc. (Bci) reporting the wash concentrate solution from the canister located in the hydro pneumatic area was leaking. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) found a defective valve and replaced it and also replaced the wash concentrate canister.